Event description:
It was reported that the patient suffered an air embolism in the right coronary artery during an afib ablation. While ablating the right-sided pulmonary veins, after finishing waca (wide area circumferential ablation) on left-sided veins, a tech noticed st segment elevation on EKG. The patient also became bradycardic and hypotensive, and they developed two to one (2:1) heart block, the physician asked to pace. An interventional cardiologist was summoned to perform an angiogram, this revealed air in the patient's rca(right coronary artery). Later, it was discovered that one of the pressure lines for the agilis sheath had run out of fluid, which introduced air into the patient, causing st elevation. The st elevation self resolved, heartrate and blood pressure normalized. The last known patient status was stable. Ngen generator in use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).